Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Event date is an estimation.

Event description:
Related manufacturer reference number: 1627487-2020-31827; related manufacturer reference number: 1627487-2020-31828. It was reported that the patient's t12, l4, and l5 leads had migrated. As a result, the patient's leads were explanted and replaced on (B)(6) 2020. Therapy was restored following the procedure.